Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and manually sutured the tissue, then applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.